Event description:
It was reported that the spacer had shifted less than 5 days following the initial implant procedure due to the patient bending and twisting at a concert. It was discovered that the spacer had rotated counter clockwise and it appeared as if the right superior cam lobe had wedged itself into the superior spinous process. The patient reported axial back pain and left leg numbness. The spacer was removed and the patient was implanted with a new spacer. The explanted spacer was kept by the medical facility.